Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric, de novo, 99% stenosis lesion in the right coronary artery. The 4.5 x 8 mm nc voyager balloon catheter was advanced for post-dilatation. During inflation, the balloon ruptured after the first inflation at 8 atmospheres for 10 seconds. Resistance was felt during advancement and removal of the device due to patient anatomy. A non-abbott balloon was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough; guide catheter: heartrail 2; stent: resolute integrity. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the balloon was prepared inside the patients anatomy. The voyager nc instructions for use states, all air must be removed from the balloon and displaced with contrast prior to inserting into the body. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.